Event description:
Sorin group received a report that during procedure, the sorin c5 system displayed a motor controller failure and the pump stopped. The clinician elected to change out the pump. It was reported that this incident resulted in a prolongation of surgery of greater than 30 minutes. There was no report of pt injury.

Manufacturer narrative:
Sorin group (B)(4) manufactures the sorin c5 system. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). It was reported that this incident resulted in a prolongation of surgery of greater than 30 minutes. There was no report of pt injury. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.